Manufacturer narrative:
(B)(4). Title: proximal leakage after laparoscopic sleeve gastrectomy: an analysis of preoperative and operative predictors on 1738 consecutive procedures source obes surg (2018), volume 28, 2018 (627-635) date of publication: 27 august 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a research study for predictive factors for proximal leakage after laparoscopic sleeve gastrectomy (lsg). One thousand seven hundred and thirty-eight patients (1738), collected in a prospectively held database from 2008 to 2016. The surgical materials used were stapler, cartridges, and reinforcement of the suture. Proximal leakage was observed in 45 patients out of 1738. In three patients, the leakage appeared at the bottom of the gastric suture, and it was related to a mechanical problem during the gastric section. In all three cases, the leakage was managed by a laparoscopic intervention with suture of the gastric dehiscence. In 45 patients, the leakage appeared at the proximal part of the gastric suture. All patients who developed a proximal leakage reported abdominal pain and fever and underwent blood tests showing leukocytosis and computerized tomography (CT) scan with gastrografin per os showing leakage. In 42 patients the leakage was associated with an abdominal abscess, and in 24 cases there was evidence of free intra-abdominal air.